Manufacturer narrative:
The reported symptom blank screen was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Power up cycler verification failed. The screen is blank. Stop and ok buttons lit but no display due to a blank screen. Could not configure the screen functions. Inverter board functionality verification failed. The inverter board transformer is shorted; burnt coil. There were no other visual discrepancies encountered in the internal inspection of the cycler. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during treatment. The power cord was properly connected in both ends. The cycler was rebooted and the ok and stop buttons lit up, however, the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned. Additional information was solicited, but unavailable.